Event description:
As reported by the (B)(4) registry the patient developed hypotension post index procedure. The patient was placed on dopamine to maintain systolic blood pressure above 100. Pressors were weaned and vital signs were stable on morning of discharge. The patient was discharged home in stable condition approximately two days post index procedure. Approximately two days following discharge, the patient experienced a neurological event. There was no documented visual field loss, hemineglect, and hemiataxia. Recovery was full with no deficits. The onset was gradual. The duration of the neurological event was <24 hours. It is unknown if event was related to anticoagulation and the coagulation study results were not done. Pre-procedure nih stroke scale score was 0 and rankin score was 0. Carotid artery stenting (cas) was performed on an 85% occluded lesion in the proximal left internal carotid artery of 25mm in length in a 6.0mm vessel diameter with no documented tortousity. The arch ii lesion was eccentric and severely calcified. An 8mm basket angioguard device was deployed past the lesion and the lesion as pre-dilated. A 10x40mm precise pro rx stent was successfully deployed at the target lesion. The angioguard device was successfully retrieved with no debris found in the basket. The residual diameter stenosis measured 10%. Post-procedure, the patient developed hypotension. The patient was treated with dopamine. Pressors were weaned and patient was discharged two days post index procedure in stable condition. Nih stroke scale score was 0 and rankin score was 0. Approximately two days following discharge, the patient experienced a neurological event with a gradual onset. A 30 follow-up was conducted and the patient exited the study with no adverse events reported. Nih stroke scale score was 0 and rankin was 0.

Manufacturer narrative:
This is the initial and final report for this device. Complaint conclusion: as reported by the (B)(4) registry the patient developed hypotension post index procedure. The patient was placed on dopamine to maintain systolic blood pressure above 100. Pressors were weaned and vital signs were stable on morning of discharge. The patient was discharged home in stable condition approximately two days post index procedure. Approximately two days following discharge, the patient experienced a neurological event. There was no documented visual field loss, hemineglect, and hemiataxia. Recovery was full with no deficits. The onset was gradual. The duration of the neurological event was <24 hours. It is unknown if event was related to anticoagulation and the coagulation study results were not done. Pre-procedure nih stroke scale score was 0 and rankin score was 0. Carotid artery stenting (cas) was performed on an 85% occluded lesion in the proximal left internal carotid artery of 25mm in length in a 6.0mm vessel diameter with no documented tortuosity. The arch ii lesion was eccentric and severely calcified. An 8mm basket angioguard device was deployed past the lesion and the lesion as pre-dilated. A 10x40mm precise pro rx stent was successfully deployed at the target lesion. The angioguard device was successfully retrieved with no debris found in the basket. The residual diameter stenosis measured 10%. Post-procedure, the patient developed hypotension. The patient was treated with dopamine. Pressors were weaned and patient was discharged two days post index procedure in stable condition. Nih stroke scale score was 0 and rankin score was 0. Approximately two days following discharge, the patient experienced a neurological event with a gradual onset. A 30 follow-up was conducted and the patient exited the study with no adverse events reported. Nih stroke scale score was 0 and rankin was 0. The (B)(6) female patient has a medical history of hyperlipidemia, hypertension, av block status post permanent pacemaker, diabetes mellitus, coronary artery disease, carotid artery disease, and high risk criteria of age greater than 75. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Hypotension is a well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events. Abnormal neurological events are well-known potential events associated with the carotid stent implantation procedure and are listed in the IFU as such. Certain factors may influence the likelihood of anticipated reactions such as advanced age, ventricular dysfunction, and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. Concomitant medications: pre and post-procedure medications included aspirin and clopidogrel. Post-procedure medications included dopamine, fentanyl patch, lasix, lipitor, lotrel, lyrica, plavix, and tramadol. Concomitant devices: angioguard rx catalog number 801814rmc, lot number 70413490.